Event description:
The surgeon inserted a cq2015 three piece collamer lens and the haptic was torn during insertion. The incision was enlarged to remove the lens and sutured after another lens was implanted. There was no patient injury.

Manufacturer narrative:
H6 evaluation visual inspection of the returned product showed that a haptic had been torn off and was missing. There was evidence of a clear surgical residue conclusion no conclusion can be drawn based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation PMA # is p990013